Event description:
Customer reported that the shape of the plunger of the syringe provided in the ancillary convenience kit is causing an inaccurate measurement of vaccine. The customer stated that they measured the syringes against others used in the past and claim that there is a disparity in the accuracy of the dosages. Customer stated that while drawing up 6 dosages, medication was still left in the vial, for example the dosage should be 0.3 but due to the extra stopper pull resulted in a dosage amount of less than 0.3.

Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that can contain the syringe component identified in part d of this report . The item ref # and lot # reported and identified have been confirmed as having been used in the assembly of convenience kits supplied by mckesson medical-surgical, inc. We have notified asprsnsopscell@cdc.gov and barda-rqaproductacceptance@hhs.gov for awareness.